Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
No blood glucose levels were provided. The wife of the customer reported that the customer died on (B)(6) 2014. It was reported that the customer's cause of death was due to sudden cardiac arrest and hypertension. It was reported that the customer was also suffering from a variety of ailments prior to death including a virus. It was reported that the customer was wearing the insulin pump at the time of death. The wife of the customer could not return the insulin pump for analysis because the insulin pump had already been donated. No additional information was provided.